Event description:
During baxter's review of the event history for another report of a colleague infusion pump, it was discovered that a battery depleted set alarm occurred twice on channel b and three times on channel c during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause were faulty main batteries. The main batteries and battery harness have been replaced. Additional: a service history review has been performed and the device was previously serviced for the reported condition.